Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of myopotential noise. This device has been programmed to the primary vector since implant. Additional information was received that this system exhibited oversensing of noise resulting in an inappropriate shock while in the secondary vector. The system was then reprogrammed back to the primary vector with two times gain. Technical services (ts) recommending sending x-ray to evaluated system placement and further evaluation to see if noise is able to be reproduced. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.